Event description:
(B)(6) has received a report of a product compl: implant/abutment partially visible. Material number and lot number are unknown. During the investigation of this complaint, it has been identified that the returned part is not a (B)(6) product and, per §21 cfr 803.22, it is required that the complaint be reported to the FDA (B)(6) was unable to determine the manufacturer of this implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).